Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed evidence of electromagnetic interference/noise observed on stored electrogram. There was one episode with ventricle to ventricle interval less than 220 milliseconds on (B)(6) 2016. Concomitant product: ddbc3d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that noise from electromagnetic interference was seen on the atrial and right ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.